Manufacturer narrative:
The returned device analysis was unable to confirm the reported difficult to open or close (gripper actuation) as both grippers actuated as expected. The reported poor image resolution could not be replicated in the testing environment as this was related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on this information, a cause for the reported difficult to open or close (gripper actuation) cannot be determined. The reported poor image resolution was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted visualization issues due to an inexperienced imager. The first clip delivery system (cds 00723u190) was advanced to the mitral valve; however, one gripper arm would not drop. The cds was removed with the clip attached. Then a second cds (00725u243) was advanced to the mitral valve, but that one gripper arm would not drop as well. The cds was removed with the clip attached. The procedure continued with a different size clip. It was noted that another user advised to cycle the lock levers when the grippers won¿t drop. The lock levers were cycled on both clips after the devices were removed from the patient, and the grippers did come down. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.